Manufacturer narrative:
(B)(4). Unknown date in approximately (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Reporter¿s last name is not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 due to non-union. The patient was initially implanted on an unknown date during approximately (B)(6) 2016 with a trochanteric fixation nail (tfn) system. Non-union was discovered on an unknown date and the surgeon opted to revise the patient's left hip to a hip replacement. It is unknown if the revision was a total or partial hip replacement. Revision surgery was performed on (B)(6) 2016 and the tfn system was removed intact and without difficulty. The patient was revised with a competitor's hip replacement implants. There was no surgical delay and the procedure was successfully completed. The cause of the nonunion is unknown. The patient's post-operative condition was reportedly stable. This report is 3 of 3 for (B)(4).